Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the device was fired. The cartridge disengaged from the device and was retrieved. No pt injury was reported. Another device was used to finish the procedure.